Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler was fired three times with no problems. However, after the third firing, when removing the gold staple cartridge, the metal strip from the cartridge remained in the jaws of the stapler. The scrub nurse was able to remove this separately using a metal object and reloaded the gun which fired successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results that one ec60a device was returned with no visual non-conformances and with an (B)(4) cartridge reload inside present. The cartridge was received fully fired. In addition a cartridge pan was found dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. After further analysis the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.